Event description:
A user facility reported to olympus that the image was lost during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem and identified a broke cable. In addition, the cable was found to not be water tight.

Manufacturer narrative:
This supplemental report is submitted to provide initial reporter information.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was a broken cable. As stated in the instructions for use, as a preventive measure: ·"never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged." ·"do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."